Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported per medwatch report that the pt required an intra-aortic balloon (iab) for perfusion. On the first attempt, the pump indicated that the auto-zero test failed. Another intra-aortic balloon pump (iabp) was obtained and it also would not auto-zero. The staff removed the iab and replaced it with a new one. This worked fine. There was no reported pt death or injury. Additional info received on (B)(6) 2011 from the hospital's director of clinical engineering stated that the staff received several onsite staff education sessions.